Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"From literature ""reverse shoulder arthroplasty for proximal humerus fracture using a dedicated stem: radiological outcomes at a minimum 2 years of follow-up - case series"" r. Garofalo et al., j. Orthop surg res, 2015, 10:129. Complications were reported in 5 patients: 1 patient had a superficial infection that was treated successfully with oral antibiotics. 2 patients had a late deep infection (>1 year after surgery) and were treated with prosthetic removal and an antibiotic spacer. In 1 case, a transient neuropraxia of the radial nerve of the ipsilateral arm was observed, which resolved at 8 months postoperatively. Scapular notching was observed in only case."